Manufacturer narrative:
The medium-large clip applier instrument has been evaluated by the failure analysis (fa) team. Fa was able to reproduce and confirm the reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip.

Event description:
It was reported that during central processing, the medium-large clip applier instrument was not working. The reporter noted it needed to be evaluated and had many lives remaining. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damaged found. The incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application. Hem-o-lok green (teleflex #544230) medium-large clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue occurred at the first clip application. The issue was resolved with a backup instrument. The age, date of birth, gender, and weight of the patient were provided.